Manufacturer narrative:
Insulin pump received with compromise force sensor alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromise force sensor alarm. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states drive support cap was sticking out. Customer's blood glucose was 82 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.